Event description:
When the sleeve was put on, a nut broke off. Replacement was available. Surgical delay of 5min. Not longer. No other adverse consequences.

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received target device shows traces of a long and intense use identified by the general appearance of the surfaces. The distal end of the target device is found to be broken around the pegs. The appearance of the breakage surface reveals a typical brittle fracture due to sudden impact, leading to snapping off of the peg. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause of the failure is user related. Appearance and evidences of the breakage surface as well as the absence of plastic deformation indicate that a part of the peg broke in a brittle manner due to sudden overload. There is also a possibility of the target device being damaged in the previous surgeries and finally breaking in the last one. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
When the sleeve was put on, a nut broke off. Replacement was available. Surgical delay of 5 minutes. Not longer. No other adverse consequences.